Event description:
We currently utilize a pathology reporting software from psyche systems-(B) (4), (B) (4). This software was installed spring 2009 with go-live in (B) (6) 2009. We have experienced repeated errors and printing complications. Significant problems include: printing a report while it was in "unsigned" status and undergoing diagnosis revision by the pathologist. In this instance, two reports with two different diagnoses printed to the physician office. There was no safety net in place that prevented editing of a "completed" case. Admission from a psyche programmer that he has been investigating an "invalid handle error" for "some time" - stated in (B) (6) 2010 - issue still exists-. The "handler error" interrupts the print jobs for the pathology reports during the "complete" status. At times, the printing appears to be working but reports are going to the wrong provider. This is clearly a potential hipaa issue. Ongoing attempts by psyche to patch the "bugs" has resulted in new errors and subsequent new patches. As of 06/17/2010, our department ceased using the print function and resorted to faxing reports to physicians as a temporary measure. Response to issues submitted to the psyche help desk has not been timely re: printing issues - hipaa and potential delay in treatment risks-.